Event description:
It was reported "1 sheath: broken screw thread/1 bipolar insert: hernia on the tube".

Manufacturer narrative:
Concomitant: bipolar insert cev634-1a 350mm mouiel is being reported as a concominant product. Serial # - not applicable ; lot# - 121007 ; manufacture date- october 2012; 510k# - k993655. Evaluation summary: the findings of the product analysis determined that on tube cev649-5b dia 5mm 350mm ¿the screw thread is broken. The missing fragment of screw thread was not returned, but the risk of fragment in patient body is unlikely considering that the missing part is screwed on an insert. The observation of the insulation has highlighted some traces of gripping with pliers. However the electrical tests conform and the electrical integrity is not compromised.¿ device analysis on bipolar insert cev634-1a 350mm mouiel determined that ¿the electrode tube presents a crack and a blister. The formation of the blister is due to the pressure of the glue on a pre-existing crack on the tube during the sterilization cycles.¿ (B)(4).